Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and charge it. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try several button press and charging steps, but pump display remained off with red light showing, so technical support arranged pump replacement, advised customer to use multiple daily injections as backup insulin therapy, and instructed customer to return nonworking pump using prepaid label.